Event description:
It was reported on that the patient's vns had been turned on with a 10% duty cycle on date of implant. Sensing was turned on, but autostimulation output current was set to 0 ma. When the patient was next seen, the autostimulation detection was turned off. It was subsequently turned back on and reprogrammed. Today, at the end of the session, the patient was noted to be in off time of 100% of the time per the session report pie chart. Normal mode stimulation in the pie chart was noted as <1%, even though parameters had been at 10% duty cycle since implant advanced interrogation had been used to interrogate. Diagnostics were fine and magnet swipes registered and were felt by the patient. The parents of the patient then stated that the vns hadn't been working since implant and then from (B)(6) (intermediate appointment) and onwards. Later that day, the patient's father reported that the patient's device was turned off 4 hours after the appointment while the patient was in the car as the patient was no longer feeling magnet stimulation. Follow-up with the attending representative who attended the surgery, found that he hadn't been aware of any problems at date of implant. Review of the patient's programming data found that the generator had been reset due to error code 6 - "flash access violation." The times of reset were reviewed and it was determined that the devices reset due to error code 6 within 24 hours of being programmed 3 times. The parents and patient reported that there had been nothing unusual occurring at the time when these occurred. During the first reset, the patient was still in the hospital, during the second reset, the patient was likely watching tv with his family and the third reset the patient was in the car. Approximately two weeks after the 3rd device reset, a field visit was conducted by livanova engineers for further data gathering. With the assistance of the physician, the patient's device was re-enabled at approximately noon. The device was still on at 4:30 pm. However, the patient and mother reported that the patient's device disabled that night while they were watching tv. During the field visit, extensive questioning found that the patient had not been exposed to any unexpected/unusual electrical equipment/situations. The patient's sensing was turned off the next morning. A week later, it was determined that the patient's device had not reset since the sensing was turned off. The generator's manufacturing device history records were reviewed. The generator passed final functional and quality specifications prior to release. Further investigation is underway but at the time of this report potential causes of this event include a defective microcontroller wafer lot, an unpublished errata from the component manufacturer, hardware bugs sensitive to alignment of code blocks, or a gap in the workaround for a known errata. No known surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
Internal investigation has identified that the root cause of the unexpected device reboot is related to a hardware bug within the microcontrollers used in these devices and interaction with the device firmware. The patient's generator was replaced due to the generator resetting and returned to the manufacturer for analysis. Product analysis is underway but has not been completed to date.

Manufacturer narrative:
Internal field number: (B)(4). Voluntary medical device correction (remedial action) was initiated by the manufacturer on (B)(6) 2019, and the physician was provided a notification letter with recommended actions.

Event description:
Product analysis was completed on the returned generator. Upon receipt of the generator the last reboot was on (B)(4) 2019. The generator passed final functional and quality specifications; however, when subjected to a screen meant to detect whether a device is impacted with the microcontroller hardware bug, the generator did not pass the screen. No further relevant information has been received to date.